Event description:
The event involved a needle free hemodialysis tego connector where the customer reported that aspiration was not possible when using the tego connectors. A medwatch voluntary with MDR report # mw5170834 was received stating "it was reported to (B)(6) medical care via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". An additional medwatch voluntary with MDR report # mw5170839 was received stating "please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." Additional information was received from the customer stating that the tego on arterial would not withdraw heparin; the tego was removed and it worked. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has not been returned for evaluation; a lot number history should be performed. H10: additional related report number: mw5170839.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 14289207 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.